Event description:
Customer complaint - limited data available. Customer complained that there is some type of smoky smell coming from the device.

Event description:
Customer complaint - limited data available. Customer stated that there was a smokey smell coming from the device.